Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain, depression, menstrual disorder, mood swings and weight increased outcome was unknown. The reporter considered depression, menstrual disorder, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and nabothian cyst. On (B)(6)2009, the patient had essure inserted. In april 2010, 7 years 1 month after insertion and 7 months 24 days after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the depression, menstrual disorder, mood swings, weight increased and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2010: occlusion of both fallopian tubes; on an unknown date: confirmed that essure was succefully occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - menorrhagia,dysmenorrhea,dyspareunia,pelvic pain" most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Added event mental anguish/ anxiety. Updated onset date. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and nabothian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depression"), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia was resolving and the depression, menstrual disorder, mood swings and weight increased outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion of both fallopian tubes; on an unknown date: confirmed that essure was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - menorrhagia, dysmenorrhea, dyspareunia, pelvic pain." Most recent follow-up information incorporated above includes: on 22-may-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)", reporter, concomitant condition, lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.